Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Initial visual analysis revealed that the pinch/slide clamps on all three extension lines were engaged. Additionally, caps were threaded on the hubs of all three extension lines. No obvious defects or anomalies were observed. The catheter body length from the juncture hub to the distal tip measured 217mm , which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 4.045mm, which is within the specification limits of 3.960mm-4.060mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. Water was observed exiting the respective skive holes at the distal end. No blockages were encountered. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". Per the customer report that "it was impossible to pull, but there was no problem to push", the lab inventory syringe was also used to draw air through all three extension lines. No blockages were encountered. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The report of a blocked catheter was not able to be confirmed through complaint investigation. Visual/dimensional/functional analyses (including flush testing of each of the extension lines) did not reveal any defects or anomalies. Additionally, a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter was inserted in femoral, in order to have an approach to perform six plasmaphereses in a patient. There was no issue at the time of insertion. There was an issue when flushing the arterial line. It was impossible to pull, but there was no problem to push. No problem on the venous line and neither on the small infusion line. The connection of the patient for these sessions had to be done in the reverse line on the catheter (that is to say the artery inserted on the venous line of the catheter and the vein on the arterial line). The duration of the sessions had been extended.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter was inserted in femoral, in order to have an approach to perform six plasmaphereses in a patient. There was no issue at the time of insertion. There was an issue when flushing the arterial line. It was impossible to pull, but there was no problem to push. No problem on the venous line and neither on the small infusion line. The connection of the patient for these sessions had to be done in the reverse line on the catheter (that is to say the artery inserted on the venous line of the catheter and the vein on the arterial line). The duration of the sessions had been extended.